Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the implantable pulse generator (ipg) setscrew was slipping when attempting to tighten. The ipg was removed and replaced. No patient complications have been reported as a result of this event.